Event description:
Customer stated their jaw still locks and pops when trying to open due to the retainers.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.